Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited intermittent high out of range shock impedances on the right ventricular (rv) lead. Troubleshooting was performed but the out of range shock impedances could not be recreated. The physician plans to schedule a revision procedure to replace the rv lead. This ICD and the rv lead remain in service at this time. No adverse patient effects were reported.